Manufacturer narrative:
The device history records for this device were reviewed. No abnormalities were found related to the reported complaint. Based on device evaluation, device would not power on due to a faulty power supply unit. The output was too low due to the plasma blend board. The device was repaired and passed all tests accordingly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation confirmed the unit does not power up due to faulty plasma blend board. The d socket cover was missing. The unit is running on old version software (B)(4) and needs to be upgraded to (B)(4). The housing has multiple minor scratches. Based on evaluation findings, the root cause of the issue is likely attributed to users handling, and or maintenance issue.

Event description:
It was reported that during preparation for the use, the device was found not responding after pressing the power switch. The power switch found not powering up. There was no patient involvement on this report. No user injury reported.